Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urgency frequency. It was reported by an advanced evaluation patient that they had a urinary tract infection (uti) and that they were voiding more often because of that so it was hard to tell if the therapy was providing relief. On (B)(6) 2019 that patient¿s spouse mentioned the patient had been in the hospital on (B)(6) 2019. There were no further complications reported.